Event description:
Customer reported via phone call to have a blank display screen after changing batteries several times and receiving a failed battery test. Customer's blood glucose was 211 mg/dl. After troubleshooting, display screen did not return. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery cap contact. The insulin pump also was received with failed battery test due to corroded battery tube. The insulin pump powered up properly after battery installation and replaced battery cap. Unable to perform operating current test due to failed battery tests. The insulin pump has minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.